Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material damage was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous unspecified artery. A 2.5x15mm was attempted to cross several times but failed due to anatomy. It was noted due to the several attempts the hypotube became wrinkled. A unspecified guide wire was used to complete the procedure. There no were adverse patient effects and no clinically significant delay. 8/30/2020: returned device analysis identified there were multiple tears and scratches sporadically in the entire jacketed hypotube. No additional information was provided.